Manufacturer narrative:
(B)(4). The voluntary user medwatch number is (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure performed in (B)(6) 2018. According to the complainant, during the procedure, a "partial needle" broke off and was left inside the pelvis of the patient. Reportedly, there was no harm to the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.